Manufacturer narrative:
(B)(4). Concomitant products guide wire: sion blue; guide cath: mach 1 6fr fl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 2.75 x 20 mm trek balloon catheter was prepared per the instructions for use (IFU), and advanced to the lesion without issue. The balloon was inflated to 4 atmospheres (atm), but ruptured on the first inflation. The trek was removed without issue and a non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.